Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported probe breakage. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe was detached. The missing portion of the probe was returned. The root cause for the reported event is most likely due to the probe grasping a thick tissue or coming in contact with hard or metallic objects during activation. This type of probe breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad melted, partially separating from the jaw, and metal was exposed. A second thunderbeat hand piece was then used when the probe tip broke off inside the patient. The probe was retrieved and no patient injury occurred. A third thunderbeat hand piece was used to complete the procedure. This is 2 of 2 reports.